Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in the (B)(6). During femoral angioplasty, a 6mm x 15cm angioplasty burst against a calcified plaque. A balloon fragment was retained within the superficial femoral artery. This was stented against the arterial wall to restore flow with a good result. The distal end of the balloon is thought to have separated from the balloon catheter. This is unusual and has been reported to the manufacturer. The retained balloon fragment had been stented to restore good flow. No injury to the patient.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.additional information has been requested. Should it become available a supplemental report will be submitted.